Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found a damaged dso seal and damaged remote dose connector. Review of the error history log found error "46446". Functional testing confirmed the complaint. Root cause was attributed to a damaged remote dose sensor; which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pear connector was faulty. It is unknown if there was patient involvement.